Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) stated that the drawer was tested upon arrival and no errors were found. The customer confirmed that the station was functioning properly. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 1.2 had failed. The customer had rebooted the machine and tried to recover it, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.